Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results the meter to meter comparison of result reported of 169 mg/dl using true metrix air meter and test result reported of 145 mg/dl using a competitor meter. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 111 mg/dl and 112 mg/dl, which are within the expected range. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:196mg/dl.